Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 43 ventricular sensing integrity counts occurred and high rate non-sustained episodes with lead noise/oversensing were detected. Analysis of the device memory indicated the right ventricular lead integrity alert. A rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non-sustained episodes and sic >= 30 in 3 days. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, on (B)(6) 2015, the rv pacing impedance measured 1064 ohms in a trend rising from 400-500 ohms beginning in (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular lead had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.